Event description:
It was reported during an implant procedure on 19 nov 2024, the left ventricular (lv) lead was dislodged and could not be fixed. The lead was not used and replaced within the same operation. Post-procedure there were no patient consequences.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured within specification.